Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set used for one day. The blood glucose level was 210mg/dl. Non-serialized product being replaced. No further information available.

Manufacturer narrative:
(B)(6).